Event description:
5 mm clip applier (ref: 176630; lot: j2c2658y) was engaged on tissue inside patient during procedure. Clip applier would not open and thus would not clear to deliver the next clip. Eventually with manipulation, the clip applier did open and was able to continue to be used.